Manufacturer narrative:
Device manufacture date - unknown. (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on (B)(6) 2019 a suction loss occurred during the raster pattern on patient's left eye (os). Doctor elected to create another flap 20um deeper and was unable to lift the flap, aborted the procedure and is determining plan. Patient was 20/15 best corrected visual acuity (bcva) postoperatively. Application support manager (asm) reminded doctor of suction loss protocol and the reason for inability to lift the flap after choosing to create another flap only 20um deeper. Flap thicknesses measured by allegretto were within expected thickness for 110um programmed.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.